Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device with stylet installed resting on a kit tray. No indication of a leak or damage could be discerned from the photograph. Use residue was noted. The bottom right of the catheter showed what appeared to be white crystallized material which may have been dried saline. However, it could not be determined where the white substance originated from. No other evidence of a leak site was seen on the catheter in the photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that guidewire malfunction caused perforation of the catheter tip during insertion. No other information was provided.